Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic rectocele and vaginal vault relaxation. It was reported that the patient had a concurrent procedure of a cystourethroscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat symptomatic rectocele with vault relaxation and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, recurrence, dyspareunia, vaginal scarring, and urinary problems. It was also reported that the patient underwent anterior and posterior colporrhaphy with enterocele repair on (B)(6) 2008, and removal of scarring from mesh in 2010. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/30/2016.